Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter: material #305901 batch #5080421 verbatim: staff was trying to mix diluent with vaccine and the needle came completely out of the safety glide needle and was stuck in the diluent vial.

Manufacturer narrative:
(B)(4) follow up. One photograph was reviewed showing a needle assembly attached to a syringe, with no needle present, and the proximal portion of the needle assembly inserted into a vial stopper. Based on the investigation and evaluation of the photo provided, the reported symptom is confirmed. However, because no physical sample was available for analysis, a probable root cause could not be determined. Furthermore, a device history record review was completed for the provided lot number 5080421. The review identified no rejected inspections or production quality issues that could have contributed to the reported defect.